Event description:
It was reported that noise which appeared to be respiratory cycle driven was observed. A micro-perforation was suspected. The lead was capped and replaced. It was noted that in 2010, post implant, the patient had an effusion. The patient is in good condition.

Manufacturer narrative:
No medwatch form was received.